Manufacturer narrative:
The returned driver was evaluated. The tip was found to have twisted in a manner consistent with screw installation. The cause is attributed to stress placed on the device beyond its capabilities. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the driver slipped during surgery. The procedure was completed using an alternative driver. There was no patient injury reported as a result of this event. However, device evaluation by zimmer spine personnel found that the driver tip has twisted.